Event description:
Patient stated that the needle button released on its own. I confirmed with patient that there was not interference with clothing and that the v-go device was not bumped on anything. The patient stated that the needle button release after a few hours after applying it.